Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was calculating incorrect bolus amounts. Customer stated the boluses were not delivered and blood glucose levels were not impacted. Tandem technical support reviewed pump logs and found that the pump time was inaccurate, and was the cause for boluses being calculated incorrectly. Pump logs showed that the pump was being interacted with at the time the pump time was adjusted.